Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a who patient presented to the emergency department after a syncopal episode and an impella cp was placed. It was noted that the impella cp was started in auto mode. However, an echocardiogram was done after the patient continued to decompensate. A large pericardial effusion with coagulated blood was found which was presumed ruptured and was taken to the operating room and the chest was opened. A cross clamp was placed above the motor housing unit. Cardioplegia was given with the impella on p2. The patient was placed in surgical mode and the contained rupture was repaired. The patient came off cariopulmonary bypass onto impella support without issue. During impella cp support, it was reported that the peel away sheath remained in place. However, no pulses and right lower extremity with dpc function. The impella cp was successfully weaned and explanted.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The free wall rupture (pericardial effusion) was identified before the implant of the impella cp, so no concern that it was related to the impella in any way. The following fields were corrected. B2 should have been other serious event as no intervention was reported for limb ischemia. B5 explanation of exclusion of pericardial effusion. H6 health effect - clinical code 3271.

Event description:
The free wall rupture was identified before the cp went it, so no concern that it was related to the impella in any way.